Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Intermittent t-wave oversensing was reported. It was noted the system remains in the field and will not be returned for analysis. No patient complications have been reported as a result of this event.